Manufacturer narrative:
The case description states that the user received a bolus suggestion of 3.1u after entering 25 grams of carbs into the bolus calculator, however a 30u bolus was delivered instead. The physical controller was not received for investigation. The android log files from the complaint controller were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed the reported boluses were delivered on the date of occurrence and in the reported time frame. Inspection of the engineering log files for the reported boluses showed evidence of interaction with the controller in order to start the bolus calculator, program the boluses, confirm the bolus amounts, and begin bolus delivery. No evidence of an uncommanded bolus was observed in the logs.

Event description:
It was reported the controller delivered an insulin bolus dose of 30 units when it should have been 3.1 units. The patient's blood glucose decreased to 45 mg/dl with symptoms of numbness in the face, hands and legs shaking. The ambulance was called and the patient ate an apple and drank 5 dextro energy while getting transported to the hospital. The patient was placed under observation and was discharged the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.